Event description:
Add'l info rec'd from MFR 09/15/03: the product code reported by the customer in the voluntary medwatch is 2187, lot number 37413. Despite numerous attempts to obtain info regarding the actual device and the reported event, no product was returned for evaluation, and no further details were provided by the customer. Therefore, since MFR was unable to obtain the device in question, no evaluation or testing could be conducted and no failure mode could be determined. The investigation was therefore limited to a bacth record review and a review of its complaint database. The batch record review uncovered no anomalies during the manufacturing process. A search of complaint database back to 1-sept-2001 for this product code and lot number has found only (1) add'l complaint against this code, and it is not for the defect noted in medwatch. As a result, with the info available, MFR has not been able to determine whether the event described in the medical device report is or is not attributable to its device.

Event description:
Physician tried several times to put trocar through skin and each time the tubing fell off. He opened new drain and that worked fine without incident.